Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation, the subject device was pacing outside the pocket. The pacing stopped after introduction inside the pocket. The subject device was explanted and was returned for analysis. Preliminary analysis showed that the device operated within specifications.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, during the implantation, the subject device was pacing outside the pocket. The pacing stopped after introduction inside the pocket. The subject device was explanted and was returned for analysis. Preliminary analysis showed that the device operated within specifications.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the implantation, the subject device was pacing outside the pocket. The pacing stopped after introduction inside the pocket. The subject device was explanted and was returned for analysis. Preliminary analysis showed that the device operated within specifications.

Manufacturer narrative:
Programmer files were provided. Please refer to the attached updated report.

Event description:
Reportedly, during the implantation, the subject device was pacing outside the pocket. The pacing stopped after introduction inside the pocket. The subject device was explanted and was returned for analysis. Preliminary analysis showed that the device operated within specifications.